Event description:
The reported incident relates to the mattress did not come with a "do not remove" tag. The mattress manufacturer is not aware of any other incident that relates to this nature, the MFR's quality control team has been put on high alert to prevent this from ever re-occuring. The MFR has called the complaining party on (B)(4) 2012 (12:19pm) left a voice message re-assuring this incident would be immediately corrected and not happen again. Call from complaining party has not been received.